Event description:
It was reported that a balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second expansion, it was noted that the balloon ruptured in the form of a pinhole at 9atm within 10 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).